Event description:
It was reported that a spectrum pump did not pass downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation observed and found that the pump passed both of the upstream and downstream occlusion testing within the specifications during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'does not pass occlusion test' was not verified. Should additional relevant information become available, a supplemental report will be submitted.